Event description:
It was reported that insufficient suction occurred. Thrombectomy was performed with an angiojet zelantedvt within the iliac. However, it was noted that it did not have as much suction as normal. There were no error codes and no visible defects. The procedure was successfully completed with this device and no patient complications were reported.